Event description:
A (B)(6) year old male scoliosis patient underwent revision surgery on (B)(6) 2014, to remove and replace three set screws which had become detached from the top of the construct. During the case the surgeon was able to place the rod back into the head of the polyaxial screws and secured the construct with three new set screws. The construct was originally implanted on (B)(6) 2013.

Manufacturer narrative:
The t-handle torque wrench used to secure the set screws during the initial surgery on (B)(6) 2013 was returned to alphatec for evaluated. Performance testing/calibration verification confirmed 100 in-lbs torque wrench continues to deliver the proper amount of torque to final tighten/secure sets screws within the construct. The supplied instruction for use (ins-028) provides warning to aid in reducing this type of event. 9. It is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Surgical technique# (B)(4) page 14 states; final tightening assemble the 100 in-lb torque wrench with the torque shaft. Insert the torque wrench assembly through the cannula of the cannulated anti-torque. Engage the male portion of the set screw driver to the female portion of the desired set screw. Slide the anti-toque down until the instrument is fully seated over the rod on each side of the screw head. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks. The illico mis posterior fixation system is intended for posterior, non-cervical, spinal fixation device in skeletally mature patents as an adjunct to fusion for the following indications: degenerative disc disease (defined as back pain of discogenic origin with degeneration of the disc confirmed by history and radiographic studies); spondylolisthesis; trauma (i.e., fracture or dislocation); spinal stenosis; curvatures (i.e., scoliosis, kyphosis and/or lordosis); tumor; pseudarthrosis; and/or failed previous fusion. It is intended to provide stabilization during the development of fusion utilizing autograft or allograft bone graft. It is intended that this device, in any system configuration, be removed after development of solid fusion mass.